Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25133197, 25133925, 25134332, the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed in the cannula handle and the c-ring. The scope wash tubing and c-ring remained attached to the cannula due to the presence of a retention rib. However, it was observed that the plastic scope wash tubing was transected beneath the neck of the c-ring. The metallic wire was intact and remained attached to the c-ring . A piece of plastic wire with dry red tissues stapled on it was returned along with the device. It is possible that this piece of plastic wire was a part of the scope wash tubing that got detached from the c-ring assembly as a result of "pulling back" (as stated on the event description) . Based on the returned condition of the device as returned, we are able to confirm the reported failure mode "break, cannula c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, pa was trying to pullback the vasoview hemopro 2 and the c ring and encountered resistance. Upon further inspection of the device with the scope, while in patient, the pa realized that one of the c ring arms was severed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, pa was trying to pullback the vasoview hemopro 2 and the c ring and encountered resistance. Upon further inspection of the device with the scope, while in patient, the pa realized that one of the c ring arms was severed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.